Event description:
It was reported that following a system replacement the patient's physician told her that the surgery was hard because the lead had scar tissue around it and didn't work. The lead was replaced during the procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# v360228, implanted: (B)(6) 2009, explanted: (B)(6) 2012; programmer: model 3037, serial# (B)(4).